Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the balloon channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] -instrument channel: unspecified microbes (2 cfu/ml) -balloon channel: unspecified microbes (2 cfu/ml) [second time; (B)(6) 2020] -balloon channel: unspecified microbes (<1 cfu/ml) the device had been reprocessed with an olympus automated endoscope reprocessor model etd double (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
Correction: in the initial report, ¿returned to manufacturer¿ was checked, but it is actually the device has not been returned to olympus medical systems corp. (Omsc). Narrative: this supplemental report is being submitted to provide additional information. During the incoming inspection, olympus europa (B)(4) found heavy scratches at the instrument channel outlet. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the inspection by (B)(4), we presume it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result cleared the german guideline after (B)(4) reprocessing.